Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized due to high blood glucose of 546mg/dl. The customer's mother stated that the customer is starting to suffering from diabetes ketoacidosis, and the customer is going to be transfer to another hospital. Initially, the customer stated that she was getting a button error. The caller stated the buttons were not pressed for three minutes or longer. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons and button error alarm due to corroded keypad traces. Unable to perform functional testings including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests due to unresponsive buttons.